Event description:
Defective hemolock green clip x2 out of 12 clips opened in the field. No harm done to the patient as the surgeon noticed the defect before it is used to the patient. Surgeon used a different clip (large purple clip) instead. Tl notified and defected clips were handed over to the tl. Defective clip name is polymer angiolock ligation clip (green clip). Patient: 4582. Device: 2588;3023.